Event description:
The patient presented with an infected mesh from a previous surgery. The surgeon removed the old mesh and replaced with the biodesign surgisis 8 layer tissue graft. Four days post implantation the surgeon noted that the wound site appeared infected. Upon reoperation, surgeon noted the graft had dissolved.

Manufacturer narrative:
This device was sterilized via a validated sterilization cycle that has an sterility assurance limit (sal) of 10 to the -6 power. The sterilization cycle associated with this device was reviewed and it met all of the parameters for acceptance. The following language was taken directly from the instructions for use (IFU): "this graft has been reported to be safe in clean and clean-contaminated hernia repair. However, care should be exercised when it is placed in critically ill patients or severely contaminated wounds."